Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the tip of the t7 linear driver shaft w/ ao qc is damaged. The device shows significant signs of wear/usage. The device was manufactured in 2016. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the screwdriver end was found to be twisted and would not hold the screw. During surgery no delay reported. No patient injuries reported. No s&n backup was available. A competitor backup was used.